Event description:
It was reported that, during a surgical procedure, the metal tip of a super multivac 50 wand fell off. It was confirmed that there was no foreign body left in the patient. Surgery was completed with a back-up device instead. There was a delay reported, however, it is unknown if it was significant. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H6: the reported device was received for evaluation. A visual inspection observed the two returned devices show no manufacturing abnormalities. Both electrode tops have been heavily used and partially eroded from the spacer tip. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation found both the devices displayed settings (1,7) when plugged in. Plasma generation and coagulation functioned on the remaining portions of the electrode of both devices. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that can contribute to the reported event include inadequate physical force resulting in wear of the appropriate components. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.